Manufacturer narrative:
(B)(6). Patient identifier is unknown. Additional product codes for this report include hty. Due to the intra-operative breakage, the device was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6) (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: may 5, 2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 1.25mm threaded guide wire broke at its extremity during an ankle fracture repair procedure with ancillary cannulated screws on (B)(6) 2016. The broken pieces were removed using a procedural method similar to a corticotomy. As a result of utilizing this method to successfully remove the fragments, the procedure was prolonged by about twenty (20) to twenty-five (25) minutes. No fragments were left in the patient. This report is 1 of 1 for (B)(4).